Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.50x28mm synergy ii stent was advanced to treat the lesion. However, the device failed to cross the proximal mid lad due to extreme calcium. Upon removal of the device, it was noted that the stent started to move on balloon. The procedure was rescheduled and an atherectomy was planned before placing a stent. The patient was discharged with no complications.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The manifold and strain relief were not returned therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the stent was damaged and moved distally from the balloon onto the tip of the device. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position. Stent crimp markings were evident on the balloon body indicating the stent was crimped to the balloon prior to shipping. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 1195 mm proximal of the distal tip. The section of the device proximal to the break site including the proximal end of the hypotube and the manifold/strain relief was not returned for analysis. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.50x28mm synergy ii stent was advanced to treat the lesion. However, the device failed to cross the proximal mid lad due to extreme calcium. Upon removal of the device, it was noted that the stent started to move on balloon. The procedure was rescheduled and an atherectomy was planned before placing a stent. The patient was discharged with no complications.